Manufacturer narrative:
Upon follow up it was reported three days after the onset of the peritonitis, the patient began treatment with intraperitoneal (ip) injection of fortum (1 gram, once a day) and ip injection of vancomycin (1 gram, in five days) for the event of peritonitis. At the time of report, the patient was recovering from the event and treatment with antibiotic therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with vancomycin (1 gram in five days, route not reported) and fortum (1 gram daily, route not reported) for peritonitis. Patient outcome was not reported. Dianeal therapy was ongoing. No additional information is available.